Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter could not be secured into the locking mechanism. It was further determined that fibrous debris was found in the driven pawls shaft which was indicative of improper cleaning. It was also determined that the lock cylinder, pawl release, and pawls on the lock/pawl assembly were damaged. It was observed that the device was powerbroken. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position, which was due to user error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a post-surgery routine maintenance/testing, it was discovered that the hose of the motor device did not retain the drill bit device. During in-house engineering evaluation, it was observed that the device was powerbroken. The event was not related to surgery. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.